Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Component code: g07002 fixation tab failure h3 analysis: the product was returned to ethicon for evaluation. The returned sample determined that it was received, one needle suture outside its packaging that pertain to the product code sxpp1a406. During the visual assessment of the needle-suture, it was noted that the swage and attachment area were as expected. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were found, and the sides of the fixation tab were found to be broken. In addition, a photo was provided. In the visual assessment of the photo, it was observed two sutures and two foils of the same product code and lot with the fixation tab broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: manufacturing report # 2210968-2024-04073.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2024 and barbed suture was used. Prior to use, it was reported that the fixation feature was only half in the newly dispensed suture. Another device was used to complete the surgery. No adverse patient consequences were reported. Upon evaluation of the returned device, the sides of the fixation tab were found to be broken. No additional information could be provided.